Manufacturer narrative:
Lot number. A device history record review was performed for the subject device: part number: 08.501.001.05s, synthes lot number: l513311, manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 05.sep.2017, expiry date: 01.aug.2022. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Corrected data: (UDI). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a 5 minute surgical delay, no patient harm was reported, and no fragments were generated from broken device. Also, the patient status and outcome was good.

Manufacturer narrative:
Additional narrative: patient information is unknown. Due to intra-operative issues, the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 the zipfix with needle opened after application. (B)(4).